Manufacturer narrative:
The insulin pump was received with a minor scratched display window, a cracked case at the display window corners, a broken reservoir tube lip, and missing the black o-ring in the reservoir tube.

Event description:
The customer called to report that he could not lock the reservoir into place. The customer's blood glucose reading was 141 mg/dl. The customer also stated that the black rubber o-ring was missing from inside the reservoir compartment. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The customer was informed that the device would be replaced, and to return their device for analysis.